Event description:
To whom this may concern, I (B)(6), had a knee replacement (B)(6) 2010. It never, ever worked right. Went back to the doctor consistently trying to get it to work right, therapy, and more therapy what I was allowed to do. The therapist was afraid for me to do all of the therapy, my knee cap would go over to the outside of my knee. It would never stabilize. This is a long, long story I'm praying you can help me. I was afraid to go anywhere for my knee was never safe to walk on, it would go out with no warning. I couldn't go shopping, do anything unless someone was with me at all times for if I fell I could not get up. I felt like a recluse for 5 years. I had to have my knee replaced again (B)(6) 2015. The name of this knee replacement was (B)(4).